Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2022 and (B)(6) 2022. Email address: unknown/not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's left eye in a secondary surgical procedure. The reason for the explant was not specified. A replacement lens of the same model, but higher diopter (20.0d) was used. The patient outcome was not provided. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: may 22, 2023. Section h3: device evaluated by manufacturer: yes . Device evaluation: the complaint lens was received stuck to foam inside a specimen cup. Visual inspection under magnification before and after cleaning revealed the lens was received torn near the haptic. No additional defects were observed. The complaint issue ¿explant and unspecified injury¿ was not confirmed during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.